Manufacturer narrative:
The device received with intermittent blank display. Problem isolated to electronic assembly. Unable to verify prime or fill anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 185 mg/dl at the time of the incident. The customer was unable to place the reservoir into the pump and not able to rewind. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.